Event description:
It was reported the pt has a cyst like spots on his skin where the needle entered during the trial procedure. The pt plans to discuss the issue with his dr.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.